Manufacturer narrative:
(B)(4). The complaint rt041 non-vented hospital full face mask was not returned to fisher & paykel healthcare for further investigation. Due to the nature of the subject rt041 mask, there are possible failures that could manifest in the stated event description. Without the complaint device, we are unable to confirm the reported fault or determine its root cause. The rt041 non-vented hospital full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041 non-vented hospital full face mask. It also state the following: - "operating pressure range: 5 - 25 cmh2o" - "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "in the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the seal of an rt041 non-vented hospital full face mask was disconnected from the mask base after 15 minutes of use, causing it to leak. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt041 non-vented hospital full face mask is not expected to be returned to fisher and paykel healthcare. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Event description:
A hospital in (B)(6) reported to a fisher and paykel healthcare (fph) field representative that the seal of an rt041 non-vented hospital full face mask was disconnected from the mask base after 15 minutes of use, causing it to leak. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4) method: two rt041 non-vented hospital full face masks were returned in unsealed bags to fph in (B)(4) and were visually inspected. Results: visual inspection revealed that the seal of each mask was partly separated from the mask base; however, a continuous bead of glue was found around the mask seal. Further inspection revealed that both seals had been properly inserted in the mask base during manufacture. A lot check revealed no other complaints of this nature for lot number 150319. Conclusion: we were unable to determine the root cause of the observed separation. Visual inspection indicated that the masks were assembled and glued properly. This suggests that the separation occurred post production, either during transportation or storage. The rt041 full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Each assembled mask seal is inspected to ensure it is correctly inserted and there are no unacceptable gaps between the seal and the base. Samples are taken and the mask seals are pulled apart after 24 hours to ensure they meet or exceed the required detachment force before the assembled product can be released. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt041s non-vented hospital full face mask. It also state the following: - "operating pressure range: 5 - 25 cmh2o" - "this mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "in the case of therapy device failure, the use of this mask requires the same level of attention and assistance as in the use of a tracheal tube."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the seal of an rt041 non-vented hospital full face mask was disconnected from the mask base after 15 minutes of use, causing it to leak. No patient consequence was reported as a result of this incident.